Manufacturer narrative:
Product evaluation: analysis results not available; device not returned for evaluation.

Event description:
It was reported that while debriding during a fess procedure "the blade tip was broken into small pieces". It was confirmed that a piece fell into the patient's nose; it was successfully retrieved. A new blade was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
Additional information: no product was returned; this characterization is based solely off of the picture provided by the customer. Reference part 1884006hr, lot hg0ghyn. When compared to the assembly drawing: visually, the middle tube tip broke off approximately 1/2" away from the distal end which would have resulted in the reported event. The break point corresponds to the distal end of the spiral wrap. Also shown in the photo was what appeared to be a portion of the spiral wrap and a portion of the shrink tubing that support the middle tube spiral wrap. When compared to the middle assembly drawing, the piece of spiral wrap appears to be approximately 0.13¿ by 0.8¿; and the section of shrink tubing approximately 0.11¿ by 0.15¿. Both the inner and middle assemblies appear to be stretched by 1/8¿ beyond the outer tube support area. The information most likely indicates excess pressure damaging the shrink tubing which supports the spiral wrap or; excess speed or rotational direction. In either case the instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture; powered blades should be operated in the oscillate mode only - operating in the forward mode may cause damage to the blade. Note: [excess: exceeded sufficient pressure required for operation]. The label recommends a maximum rotational speed of 7500 rpm in oscillate mode / direction. Date of this report: 06/02/2016. Date manufacturer received: 09/20/2016. Conclusion: use error caused or contributed to event (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.